Manufacturer narrative:
The insulin pump gave a bolus, stopped alarm during the error test. The insulin pump alarmed, no delivery outside of specified range during the occlusion tests.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer was also vomiting due to the high blood glucose levels. Troubleshooting revealed that the insulin pump had given alarms that erased the basal rates.